Manufacturer narrative:
Unit received unable to perform the displacement test due to complete broken reservoir tube lip and also received with broken battery tube threads. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted..

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that they had damage on the battery compartment. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis. For analysis. Or instructions. The insulin pump will be returned for analysis.